Manufacturer narrative:
The device was received for evaluation. During visual examination, via the naked eye loose particulate matter (pm) was observed on the inside wall of the inner pouch. Microscopic inspection was performed and the pm was determined to be a fiber. Size of the particulate was determined to be less than 0.80mm² and therefore the device meets specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the inner pouch of a flo-thru intraluminal shunt unit. The pm was discovered during incoming inspection and before patient use. There was no patient involvement. No additional information is available.